Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump software did not suspend insulin delivery. Customer's blood glucose level ranged for 39-40 mg/dl. The customer consumed carbohydrates and disconnected from the pump to address bg level. Reportedly, a pump reset was performed to resolve the issue and the customer continued to use the pump for insulin therapy.